Manufacturer narrative:
External insulation abrasion was noted at 12.1-12.3 cm from the connector pin consistent with lead friction to the device can. The outer insulation was breached, and the outer coil was exposed. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation, lead noise was observed. The lead was explanted and replaced. The patient was stable.